Event description:
Pt is having issues with her hip implant. Pt is still experiencing pain 2 years after her surgery. She was also complaining of metal poising, reaction, and adhesions. Pt went on to say the barb suture dislodged and migrated because of lack of proper care. Pt stated this device has been recalled. Pt stated careview communications device was used inappropriately after her surgery. Pt believes the device should have been used for people who are not critically ill like her. After the device was put in her room, no nurse or drs were in attendance for her needs, and she said she was in pain for 14 hours, without pain medications. She believed the pain she has experienced at the facility the day of the surgery has a long-lasting effect on her body. Two years after the surgery, she is still going through a lot of pain and emotional distress and not being able to make a living. She went on to say prior to the surgery she was very active and has had a healthy life. (B)(4).